Event description:
Custom packed sterile packaging "beach chair shoulder pack" for arthroscopic rotator cuff repair found to have brown substance on towels. The pack was not used in the procedure. Manufacturer response for sterile towels in beach chair shoulder pack, beach chair pack (per site reporter): the cardinal health sales operation specialist notified (B)(6) that a quality complaint report had been completed with notification that an acknowledgement letter would be forthcoming in 5 business days. A response from cardinal health was received acknowledging receipt of the issue and reported the event had been assigned to the responsible technical personnel who will investigate the event.